Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21630l, reader sn (B)(4)). A cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer had covid-19 in late (B)(6) 2021 and felt confident an antigen test would be negative, however, no additional information was provided regarding this false positive event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. Retain testing was unable to be performed due to cartridge lot's expiration.